Event description:
A hospital in (B)(6) reported that an rt235 breathing circuit was not providing enough air ventilation for a patient. The problem was eliminated when hospital staff transferred the patient to a pediatric airlife circuit instead, measured the response, and saw a drop in the required fio2. There was no further consequence reported for the patient.

Manufacturer narrative:
(B)(4). Method: the circuit had been discarded by the hospital, so our investigation is based on the description of events and ventilation/clinical data received from the hospital. Results: the clinical data spanned a four and a half hour period and showed that the infant was not receiving adequate ventilation with the rt235 circuit, as defined as requiring a high fio2 (up to 100%) to achieve adequate oxygen saturation (spo2 > 90). But when the rt235 was swapped to an airlife circuit, a much smaller fio2 (37-50%) was required to achieve adequate oxygen saturation (spo2 > 90). Conclusion: the rt235 is a neonatal circuit designed for use on infants weighing up to 12-15kg and with a delivered tidal volume (vt) of up to 120ml. The infant was receiving a vt close to this upper limit (105-125ml), so the circuit was operating at its upper limits of performance and at times exceeding its upper limit, which may explain the poor ventilation observed. Whereas the airlife circuit is a paediatric circuit, presumably designed to deliver larger vt (paediatric larger than neonatal), so it is possible that when they swapped to the airlife circuit, it gave a better ventilation waveform. The exhaled vt (approx 60ml) was about half the volume of the delivered vt (approx 120ml) on both circuits (i.e. You are delivering a lot of air but only about half of it is going to the patient). This indicates that there was a substantial leak in the system (exhaled vt should match delivered vt, or be very close). This could be due to leak around the tracheostomy tube (i.e. If it did not have a cuff or the cuff was not sufficiently inflated), causing air to leak around it. Or the leak may have been from the circuit, though this is unlikely as the leak was the same for both the rt235 and the airlife circuit. This is the only complaint of this type that we have received for this circuit and without the complaint device, we are unable to conclusively determine what has caused the problem. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. All fisher & paykel healthcare breathing circuits are pressure tested for leaks during production and those that fail are rejected.